Event description:
Inbound. Reports that cadd legacy 6400 pump sn (B)(4) started beeping then alarming no disposable, clamp tubing with a cassette change yesterday, her troubleshooting did not resolve. Neither pump would accept either of the cassettes she tried on them. Lot numbers of cassettes not known, pt discarded the 2 cassettes, wants pump (B)(4)replaced, she requests replacement pump because pump alarmed when off and for 3 hrs after the batteries were removed, replacement pumps sent and box for return. No further details provided.